Event description:
It was reported by the rep that before an unknown procedure, the device packaging was damaged. There were holes in the peel pack. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Evaluation summary: upon visual inspection, external damage to the sales unit carton was evident. The carton was crushed and had one large hole in the carton. There were several small holes punched through the carton on both ends. Individual packages also had small holes punched through the packaging causing sterility breach. Holes were square in shape and appeared to have been made by a two-pronged object with prongs that were 6 mm apart. All the holes were in pairs. Holes in packages align with holes punched in carton. The defect mode is outside of the ees packaging process and occurred during handling or storage of the sales unit. The information you provided is compiled, monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts. A batch record review was performed and no anomalies were found during the manufacturing process.